Event description:
After the implant of the essure, besides having heavy, hurtful periods, I get sharp pain shot through my left and right sides down to my leg. I'm not able to sit or lay too long on one side or in a car for a drive because it brings me pain. Massive bloating that I cannot get rid of. Severe lower back pain and pains that come out of nowhere from my abdomen to sometimes my foot. I know it is the essure, I just want to know even being (B)(6) and receiving this device why it was meant to be rushed to injure so many women. I for one am struggling with pain everyday for the past four years and I know it has to do with the essure. I will do anything to be pain free and live my life with my kids while I am alive.